Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a splenopancreatectomy procedure the device was placed on the splenic artery to close it. The trigger was activated 2-3 times but no clip was fired. At the same time the splenic artery was injured and this resulted in a slight bleeding. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. Device has been discarded.